Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) ECG cable is broken.there was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter),(g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. 3 may 2025: evaluated the repair price to send the quotation. Fse has closed the job and the customer will send po later if they agree to repair. No one was injured in this case, this machine. Send quotation for ordering cable and ECG lead to the hospital. Wait for the customer to issue po. 10/06/2025: received po from the customer, ordered cable and ECG lead from the factory. Delivered cable assy, ECG leadwire and trunk cable ECG to the customer. Can be used normally.

Event description:
N/a.